Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: test strip issue.

Event description:
Consumer complaint of blood results reading of "lo". Customer feels well and requires no medical attention. Customers expected blood results are 80-110mg/dl. Verified the strips expire 08/26/2017, were first opened yesterday and that the strips are stored correctly. Customer performed a back to back blood test, 235mg/dl and 223mg/dl. Reviewed meter memory: 79mg/dl (B)(6) 2015, 07:52:41 am, fasting: yes; 81mg/dl (B)(6) 2015, 04:48:41 am, fasting: yes; 48mg/dl, (B)(6) 2015 07:46:41 am, fasting yes; lo (B)(6) 2015, 07:44:41 am, fasting: yes; 83mg/dl, (B)(6) 2015, 07:20:40 am, fasting: yes. No adverse event reported.